Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd syringe luer-lok¿ tip with bd precisionglide¿ needle, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: consumer stated she was injecting b12 when she heard a "pop" and all medication leaked from the syringe. Consumer stated she lost entire dose of medication. Consumer requested reimbursement for lost medication. Advised consumer bd would need product back for evaluation to consider request; no product samples.